Manufacturer narrative:
Concomitant medical products: 1388t-52 lead, implanted: (B)(6) 2007; 693565 lead; dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not capturing at initial implant and the physician was unable to get the lead out. The lead remained in use after implant but was not working. It was noted that the patient was near syncope. The lead was partially explanted. No further patient complications have been reported as a result of this event.